Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc sling system on or about (B)(6) 2008 to treat her stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced significant mental and physical pain and suffering, has sustained debilitating and permanent injury, permanent and substantial physical deformity, dyspareunia, recurrent incontinence, erosion, disability, and severe and permanent injuries a few months after implantation. Plaintiff's physician has recommended the device be explanted from her body. Plaintiff is in the process of arranging this explantation procedure.